Event description:
Facility alleges pt reaction during dialysis. Occurred within first few minutes of treatment. Pt flushed & vomitting. Treatment stopped - symptoms subsided. Treatment restarted with new preprocessed dialyzer without further incident.